Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time, no add'l info was available, add'l info regarding the pt, event, interventions and outcome has been requested.

Event description:
Literature: halim a, baumgartner l, binder dk. Effect of deep brain stimulation on autonomic dysfunction in pts with parkinson's disease. J clin neurosci. Jun 2011; 18(6):804-806. (B)(6). Summary: the authors examined the effects of subthalamic nucleus (stn) deep brain stimulation (dbs) on autonomic symptoms (sweating, bladder, or bowel function); they examined 11 pts undergoing stn dbs for parkinson disease. Reportable event: the authors report on a (B)(6), right-handed, male (pt (B)(6)). His age of onset of pd was (B)(6). He underwent unilateral left stn-dbs surgery at the age of (B)(6) for motor function control of his right hand. The pt was "slightly dissatisfied" with his bladder condition before surgery and reported occasional urgency to urinate, difficulty with excreting urine, and urine leaking unwittingly while awake and asleep. Post-operatively, the pt was "satisfied" with his bladder condition. He reported having significant, symmetric sweating problems pre-operatively that worsened during the day and was worse when "off" medication. Post-operatively, he did not experience any sweating problems. His bilateral sweating problem resolved completely even with unilateral stn stimulation. The pt required a revision to replace the left stn electrode due to a lead fracture, his sweating problem resumed until the electrode was replaced and the pulse generator was turned back on, at which time the sweating problem again resolved immediately.